Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The pt was seen by the doctor on (B) (6) 2003 and upon examination, no evidence of fluid or ongoing infection was detected. This is the final report.

Event description:
The company recently received medical records and was informed that the pt was admitted to the hospital on (B) (6) 2002. The pt presented to the hospital with otorrhea and 100.0 f fever. On (B) (6) 2002, no further drainage from the ear was observed and the pt was discharged home with augmentin es x 1 week. On (B) (6) 2003, the pt was again admitted to the hospital with sudden onset of left ear pain. The pt had a fever of 101.5 f, however, no erythema or purulence at the cochlear implant site was observed. The pt was assessed to have otitis externa of the ear. The pt received the following antibiotics during the hospital stay: cefepime injection: maxipime 1250 mg, clindamycin injection: cleocin 250 mg, ofloxacin 0.3% otic (ear) solution 3gtt. On (B) (6) 2003 the pt was examined under anesthesia. The examination showed that the pt had middle ear infection and no active otorrhea was observed. It was elected to continue the pt on IV antibiotics and drops.